Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with brady cardia and dizziness. The 12 lead electrogram confirmed the brady cardia. There was a possible loss of capture suspected. The pacing impedance was high, out of range without noisy signals. A spring contact issue was excluded as an option as the device has the enhanced spring and there were no jumpy impedance values at the impedance trend. The patient exhibited anxiety due to this situation. The lead was finally found to be fractured, therefore it was surgically abandoned. A new rv lead was implanted at the same surgical procedure. No additional adverse patient effects were reported.